Event description:
A wearer of the omniflex sphere soft contact lenses was diagnosed on (B)(6) 2012 with mild bulbar hyperaemia in the left eye and limbal hyperaemia with a small peripheral corneal ulcer in the right eye. The wearer received treatment and is now recovering and has not suffered permanent decrease in visual acuity.

Manufacturer narrative:
(B)(4).